Manufacturer narrative:
Select patient information cannot be included in the regulatory report due to regional privacy regulations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that prior to the implant of a transcatheter aortic valve, the right femoral artery was used as the access site. A 14 french non-medtronic introducer sheath was used to perform a pre-implant balloon aortic valvuloplasty (bav) with a non-medtronic balloon. Following successful placement of the valve, a post-implant bav was performed with a non-medtronic 20 millimeter (mm) balloon. Following removal of the sheath, hemostasis was attempted with a non-medtronic closure device. Hemostasis could not be achieved via the closure device, and surgical intervention was required to achieve hemostasis.

Manufacturer narrative:
Updated: b5. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that prior to the implant of a transcatheter aortic valve, the right femoral artery was used as the access site. A 14 french non-medtronic (gore dryseal) introducer sheath was used to perform a pre-implant balloon aortic valvuloplasty (bav) with a non-medtronic (gore trival) balloon. Following successful placement of the valve, a post-implant bav was performed with a non-medtronic (braun zmed) 20 millimeter (mm) balloon. Following removal of the sheath, hemostasis was attempted with a non-medtronic (abbott perclose) closure device. Hemostasis could not be achieved via the closure device, and surgical intervention was required to achieve hemostasis. Additional information was received that the injury occurred at the end of the procedure. Per the physician, the injury was caused by passing the 14 fr non-medtronic sheath or the delivery catheter system (dcs). Surgical hemostasis was provided as treatment. The patient's calcified anatomy contributed to the injury. After the valve implant, mild paravalvular leak (pvl) was noted and remained after the post-implant balloon dilation was performed.